Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis. Further information was requested but not received.

Event description:
It was reported that, during an in-clinic follow-up, episodes of decreased sensing and noise resulting in oversensing were observed on the right ventricular (rv) lead. The suspected cause of the event was externalized conductors on the rv lead, which was confirmed with diagnostic imaging. The rv lead was capped and replaced to resolve the event. The patient was stable.